Event description:
According to the reporter, during a laparoscopic gastric bypass, the needle had a hard time passing through the tissue. They opened another device to resolve the issue in order to complete the case. The patient is alive with no injury.

Manufacturer narrative:
Post market vigilance (pmv) received one device opened by the account with the appropriate packaging in an undamaged condition. The visual inspection of the returned product noted: no witness marks from the needle tip impacting the beveled wall were observed for the returned device. No shearing of the toggle switches was observed for the returned device under microscopic inspection. Pmv performed functional testing where: returned device was loaded with a test needle from the post marketing vigilance (pmv) inventory and applied to test media. Pressure was exerted on the test needle in all directions from both sides of the jaws during this test in an effort to simulate clinical conditions. Returned device was found to function properly and needle remained intact. Difficulty was experienced in toggling the test needle in the returned device but no difficulty was experienced with unloading or loading the test needle. Friction was experienced during toggling of the device while unloaded or loaded with a test needle. Device will be forwarded to engineering for further analysis as friction was experienced during toggling of the needle in the device. If information is provided in the future, a supplemental report will be issued.